Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, withdrawal difficulties were encountered. The 85% stenosed lesion being treated was located in the highly calcified right coronary artery. The lesion was 10mm long and 4mm in diameter. During the initial attempt at dilation, the lesion did not dilate. The physician deflated the ultra 2 cutting balloon successfully; however, he encountered difficulties when attempting to withdraw the balloon. After several attempts, the physician was able to withdraw the balloon by deep seating the guide catheter and "pulling the balloon hard". Examination of the balloon outside of the body showed elongation of the balloon catheter and a longitudinal puncture of the balloon. The patient experienced chest pain during withdrawal attempts but no treatment was given and it was resolved with the removal of the balloon. The procedure was completed with a different device. Patient status was reported as 'stable'.